Event description:
Equipment issue: shoulder pack- under a year, torn and thread bare in multiple spots. Not safe for carrying equipment any longer. Affected equipment serial/lot number: shoulder pack lot 1636762. New equipment supplied to patient: shoulder pack lot:1729286 requesting mpxr and warranty replacement: yes. Patient has hvad lvad. FDA safety report ID # (B)(4).